Event description:
FDA response letter.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Note: event date is not known. It was reported to boston scientific corporation that a gold probe hemostasis catheter was used during an esophagogastroduodensoscopy (edg) procedure (over 18 years of age). According to the complainant, during the procedure the probe would not cauterize. The procedure was completed with another gold probe hemostasis catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.